Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the unit's mandarin was loosened. The customer reported that intubation man was not relaxed, because the mandarin was loose in the tube. The mandarin slips out the back. There was no patient involved.